Event description:
During follow-up, initial interrogation showed the device was in hardware reset. Communication could not be established during eval two weeks prior. It was noted that the device had migrated below the pt's breast tissue. The ram map showed the battery voltage was below eol. The decision was made to explant the device.